Manufacturer narrative:
The skipjack implant was not returned for investigation; however, based on the x-ray provided, the implant subsided into the l2 and l3 vertebral bodies. Furthermore, there is no indication that the skipjack interbody collapsed or fractured in-situ. The construct was extensive, and noted skipjack interbody devices at four lumbar spine levels, constituting off-label product usage. Review of labeling: possible adverse events: like other spinal system implants, the following adverse events are possible. This list is not exhaustive: delayed union or nonunion (pseudarthrosis) bending, disassembly or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain, discomfort, or abnormal sensations due to the presence of the device pressure on skin where inadequate tissue coverage exists over the implant, with potential extrusion through the skin. Dural leak requiring surgical repair. Cessation of growth of the fused portion of the spine. Subsidence of the implant into adjacent bone. Loss of proper spinal curvature, correction, height and/or reduction. Increased biomechanical stress on adjacent levels. Improper surgical placement of the implant causing stress shielding of the graft or fusion mass. Intraoperative fissure, fracture, or perforation of the spine. Postoperative fracture due to trauma, defects, or poor bone stock. Serious complications associated with any surgery may occur. These include, but are not limited to: wound complications, infection, genitourinary disorders, gastrointestinal disorders, vascular disorders, including thrombus; bronchopulmonary disorders, including emboli; bursitis, hemorrhage, myocardial infarction, paralysis or death.

Event description:
Upon review of returned seaspine mariner explants (ref report #3012120772-2020-00060) on 28 jul 2020, seaspine discovered that a seaspine skipjack interbody had subsided. A revision surgery occurred on (B)(6) 2020, which consisted of replacing the interbody at l2/l3 in addition to replacing (4) screws at s1 and s2al and reinstrumenting the entire construct with new set screws. On (B)(6) 2020, seaspine was informed of the patient's death. There is no information that suggests the death of the patient is related to the use of a seaspine product.